Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6) 2014, the home pt (hp) had indicated that the transfer set has become disconnected from her catheter. There was pt involvement but no injury or medical intervention was reported. Baxter product surveillance spoke with the ome pt (hp) on (B)(6) 2014 regarding the transfer set disconnection. The hp had indicated that the catheter adapter had become disconnected from the catheter line. The hp also indicated that solution had leaked out from the site as well. The pt had clamped the catheter line. The hp never reconnected the lines. The rn had placed the pt on antibiotics just in case. Baxter product surveillance spoke with the registered nurse (rn) on (B)(6) 2014 regarding further info in regards to the plastic catheter adapter. The rn had indicated that the catheter adapter had broken off on the pt side of the adapter effectively cutting through the catheter tubing and causing the leak at that point. The rn confirmed that the pt was placed on prophylactic antibiotics as a precaution. Baxter product surveillance spoke with the rn manger on (B)(6) 2014 regarding the MFR of the damaged catheter adapter. The rn indicated that they believed that the MFR was quinton. The nurse did not have any further info